Event description:
It was reported at the start of hemodialysis therapy, when the blood reached the cassette of a gambro cartridge, an external blood leakage was observed from the heparin line; which was partially disconnected from the cassette. The extracorporeal blood volume of approximately 1 to 2ml, was returned to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h4, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided picture identified a breakage in heparin tubing (maceration) which caused the leak. The reported condition was verified. The reported condition was not verified; however, the most probable cause was attributed to the manufacturing process; the incorrect placement of the cartridges with the heparin line sub assembly in the containers, and an overstress generated in the tube during assembly steps, leading to a rupture (maceration) in heparin tube. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.